Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the inner insulation was torn, all insulators were breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during a revision of the right ventricular lead due to high thresholds, there was positioning/fixation difficulty and the helix could not be redeployed. The lead was explanted and replaced. No patient complications were reported as a result of this event.